Event description:
On (B)(6) 2012, the patient contacted animas and stated that the keypad buttons were unresponsive and required multiple button presses in order to elicit a response. The patient reportedly wore the pump under clothing and did not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: button contact contamination without visible physical keypad damage. Keypad was fully intact, with no peeling or damage observed. Ok key responds on button press. Contrast, up, and down keys have intermittent response on button press. Contrast up, down , and ok keys do not have normal spring back or click. Keypad was removed for investigation and evidence of keypad contamination was located under all keys.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.